Event description:
No blood glucose levels reported. The customer was hospitalized on (B)(6), 2014. The customer was hospitalized due to low blood glucose levels. The customer was using the insulin pump at the time of hospitalization. The customer has not used the insulin pump since the hospitalization. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)